Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Only a used infusion manifold connecting to the 25 gauge e (ga) infusion cannula line was returned. No obvious defects were found. The sample was tested using a console. The sample primed and passed intraocular pressure (iop) calibration successfully. No air leak was detected from the infusion air line during priming process. The iop was stable during infusion and fluid/air exchange (f/ax) control testing. No bubble was found during fluid air exchange at four times testing in one minute intervals. With the infusion control on, fluid flowed from the cassette continuously without generating air to the infusion line. When the f/ax control was on, only air was introduced from the cassette to the infusion line. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After an investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported observing air bubbles in the eye during a procedure which blocked the their view and they had to keep removing the bubbles. The procedure was completed without product replacement and here was no harm to the patient.